Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient is experiencing bradycardia and is currently admitted to the hospital. It was noted that the physician switched off the device which did not change anything in regards to the bradycardia. There are concerns that the lead is pulling on the vagal nerve as the patient was noted to have grown quite significantly since the most recent battery replacement. It was noted that x-rays did not show any traction on the nerve. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.